Event description:
Using dexcom. After been placed on my upper arm, I felt a pain and noticed that I got a serious burn blister under the adhesive. After removing the patch I have got a big wound, which still today is looking bad and is a scar. It is the gluing that suddenly has changed. FDA safety report ID # (B)(4).